Event description:
It was reported that a peritoneal dialysis patient experienced a hernia. It was unknown if the hernia was pre-existing prior to the start of peritoneal dialysis therapy. The patient underwent hernia repair surgery approximately 2 months prior to receipt of this report. At the time of this report, the patient was reported to be recovering from the hernia. Peritoneal dialysis therapy with the homechoice device was ongoing but with lower fill volumes. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of service history data revealed no previous device servicing that could cause or contribute to the reported event. After review, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.